Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to all events except gram-negative culture. This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 15-nov-2017 from a pharmacist. This case concerns a (B)(6) female patient who received treatment with synvisc one and later few hours of starting treatment can't walk/ could hardly walk/ gait disturbance, had knee pain, knee swelling, knee redness, warmth, aspirated and after unknown latency had gram-negative culture. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. Medical history included: osteopenia, hypercholesterolemia, seborrheic keratosis, total hip replacement and iliotibial band friction syndrome. Concomitant medications included: tramadol hydrochloride (tramadol), macrogol (miralax), tocopherol (vitamin e), multivitamins. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: 31-may-2020) for osteoarthritis in one knee. On an unknown date in (B)(6) 2017, few hours after starting treatment the patient had pain, swelling and could not walk. It was reported that the patient knee was aspirated. It was reported that the patient had knee swelling, pain, redness, gait disturbance and could hardly walk. It was reported that culture we sent back to the account specialist from the recall which drew a gram-negative. It was reported that the patient was better. Patient noticed symptoms within 24 hours. Blood work was not completed. It was reported that the patient that had fluid aspirated was given betamethasone injections. None of these patients had allergies to avian. It was unknown if patient received immunosuppressants prior to injection and patient was not hospitalized. Corrective treatment: betamethasone for can't walk/ could hardly walk/ gait disturbance, knee redness, knee swelling, knee pain, aspirated; not reported for rest events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50465 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events except gram-negative culture additional information was received on 14-dec-2017 and 22-nov-2017 (all information processed together with clock start date of 22-nov-2017). This case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to all events except gram-negative culture. Verbatim was updated for the event of can't walk to can't walk/ could hardly walk/ gait disturbance. Event of device malfunction, aspirated and gram-negative culture were added along with its details. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Follow up was received on 15-dec-2017. No new information was received. Additional information was received on 15-jan-2018 from the patient. Medical history and concomitant medications were added. Event of warmth was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 15-dec-2017: follow up information received, does not change previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced difficulty walking, localized erythema, knee swelling, knee pain, knee effusion and gram negative fluid culture. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to all events except gram-negative culture this case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 15-nov-2017 from a pharmacist. This case concerns a (B)(6) female patient who received treatment with synvisc one and later few hours of starting treatment can't walk/ could hardly walk/ gait disturbance, had knee pain, knee swelling, knee redness, aspirated and after unknown latency had gramnegative culture. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: 31-may-2020) for osteoarthritis in one knee. On an unknown date in (B)(6) 2017, few hours after starting treatment the patient had pain, swelling and could not walk. It was reported that the patient knee was aspirated. It was reported that the patient had knee swelling, pain, redness, gait disturbance and could hardly walk. It was reported that culture we sent back to the account specialist from the recall which drew a gram-negative. It was reported that the patient was better. Patient noticed symptoms within 24 hours. Blood work was not completed. It was reported that the patient that had fluid aspirated was given betamethasone injections. None of these patients had allergies to avian. It was unknown if patient received immunosuppressants prior to injection and patient was not hospitalized. Corrective treatment: betamethasone for can't walk/ could hardly walk/ gait disturbance, knee redness, knee swelling, knee pain, aspirated; not reported for rest events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50465 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events except gram-negative culture additional information was received on 14-dec-2017 and 22-nov-2017 (all information processed together with clock start date of 22-nov-2017). This case initially considered as non-serious was upgraded to serious as the seriousness criterion of required intervention was added to all events except gram-negative culture. Verbatim was updated for the event of can't walk to can't walk/ could hardly walk/ gait disturbance. Event of device malfunction, aspirated and gram-negative culture were added along with its details. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who received treatment with synvisc one and later experienced difficulty walking, localized erythema, knee swelling, knee pain, knee effusion and gram negative fluid culture. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.